Event description:
The report received from the field indicated that during preparation of the 120 cm. Pta savvy 5.0 x 10 cm. Balloon catheter (bc), an irregularity was noted. The device was used in the patient anyway and upon inflation the balloon would not inflate. There was no reported patient injury. Additional information received indicated that the balloon looked twisted when taken out of the packaging. It was not known why the product was used in spite of the irregularity noted. The balloon catheter prepped properly/maintained negative pressure. The procedure was completed successfully-details were not provided. No target lesion or lesion characteristic information was provided. No other product issue was noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. Addendum: preliminary inspection of the returned product indicated that balloon burst was noted.

Manufacturer narrative:
The product was returned for inspection. The report received indicated that during preparation of the 120 cm. Pta savvy 5.0 x 10 cm. Balloon catheter (bc), an irregularity was noted (the balloon looked twisted when taken out of the packaging). The device was then used in the patient and upon inflation the balloon would not inflate. There was no reported patient injury. The balloon catheter prepped properly/maintained negative pressure. The procedure was completed successfully; however, details were not provided. No target lesion or lesion characteristic information was provided. No other product issue was noted either at the account after the procedure or prior to shipping for inspection. It was not known why the product was used in spite of the irregularity noted. No additional information is available for the account. Upon preliminary inspection of the device returned for analysis, the balloon appeared to be burst. Fal: one non sterile catheter savvy 5.0mm x 10.0cm 120.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. An axial balloon burst was noted in the balloon. There were dried blood residues observed in the returned device. No other anomalies were observed in the returned device. Leak test could not be performed since the balloon was received burst and the inflation lumen was received obstructed due to dried blood residues. Dimensional analysis for tip ID of proximal balloon seal was not necessary since the balloon was burst, there is evidence that the balloon was inflated. The balloon was sent at sem analysis to identify the cause of balloon leakage. Sem results showed that the balloon external and internal surface exhibited no evidence of damage. This balloon burst failure exhibited no surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. Review of lot 16049964 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported damaged during prep was confirmed as the device was received with the balloon burst. The inflation difficulty could not be confirmed due to this condition. The exact cause could not be conclusively determined. Based on the information available for review factors contributing to the damage, ¿twisted¿ condition of the balloon reported by the customer and the balloon burst could not be determined. The reported inability to inflate the balloon may have been due to the burst/damaged condition. The IFU precautions, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specified procedure for which the device will be used.¿ neither product analysis nor the manufacturing records review suggests that the difficulty experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.